Manufacturer narrative:
Investigation: one photo was returned for investigation and observed package open sealing. Probable root cause could be sealing gasket came out. The cavity block was changed immediately and line clearance was performed at the primary packaging area. Sampling was performed and no defect found. Produced parts were checked and free from defect after corrective action before proceed with production. A DHR and manufacturing review were completed, there were no abnormalities for the reported batch. The nonconformance could have been escapees which was failed to remove by the production technician resulting it to flow to subsequent process. CAPA not necessary.

Event description:
It was reported before use of the bd syringe with bd precision glide¿ needle the outer package was found to be open and not sealed. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd determined additional corrective actions to be taken. Communicate to the production technician on the complaint and to perform proper line clearance and backtracking. Revew the mfg-006 in-process quality inspection procedure on the backtracking method and revise if necessary.

Manufacturer narrative:
Results: our quality engineer inspected the returned units and confirmed the reported observation. One photo was returned for investigation and observed package open sealing. Two actual samples with package were returned for investigation. The samples were subjected to visual inspection. Observed open sealing on both the actual samples. DHR was reviewed and machine history records indicated poor sealing during production. Probable root cause could be sealing gasket came out. The cavity block was changed immediately and line clearance was performed at the primary packaging area. Sampling was performed and no defect found. Produced parts were checked and free from defect after corrective action before proceed with production. The nonconformance could have been escapees which were failed to remove by the production technician resulting it to flow to subsequent process. Refer to previous supplemental MDR for corrective actions.